Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2017-mar-31. It was reported that the pump was sent back last week via regular mail per the return box. The catheter was intact and left in the patient. It was ligated per manufacturer's guidelines. The device was returned to the manufacturer 2017-04-04.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 20 mg/ml morphine at a dose of 0.865 mg/day via an implantable infusion pump. It was reported that the patient's pump was explanted. The patient's managing doctor said that the pump was not working. Nothing else was known of the situation. The patient had a stimulator placed and did not need the pump. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. It was unknown about if any troubleshooting was performed. The patient did get a stimulator implanted a month ago and it was helping with the patient's pain. The patient wanted the pump out. It was unknown what actions/interventions were taken to resolve the issue. The issue was resolved at the time of this report and the patient's status was "alive- no injury". The hcp had no further information to report. The pump was to be returned to the manufacturer for analysis and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver morphine (20 mg/ml at 0.061 mg/day). Analysis of the pump found no anomalies.